Event description:
This is filed to report the clip opened while locked. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4+ with restricted posterior leaflet. The mitraclip was placed on the leaflets without an issue reported. During establishing final arms angle (efaa), the clip opened while locked, the mr had worsened. Standard troubleshooting was performed, however, the issue remained. The device was removed without any deployment and without issue. A new device was successfully used in replacement, reducing the mr to grade <1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot specific product quality issue. Based on the available information the cause of the reported unintended movement (clip open ¿ efaa) could not be determined. There is no indication of product issue with respect to manufacture, design, or labeling.